Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer's blood glucose level did not exceed 500 mg/dl, and the cgm did not read "high". The customer resolved the issue on their own by changing the cartridge and successfully resumed insulin delivery. Tandem technical support educated the caller on using room temperature insulin and ensuring air bubbles are removed from the cartridge prior to loading onto the pump. The caller acknowledged and understood these instructions.